Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedance, that was now high, elevated threshold and was suspected to have fractured. The right atrial (ra) lead exhibited high/undefined impedance and was confirmed to have fractured. Both leads were capped and replaced. No patient complications have been reported as a result of this event.